Event description:
It was reported to gems that when the operator commanded a motion of the pivot at the smart handle, the pivot axis took off at a high speed crushing the collimator collision sensor assembly into the bottom of the tabletop. It touched the pt, but the pt was not hurt. The circuit boards were replaced and the system was returned to svc.